Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An operating room coordinator reported that on (B)(6) 2019, an a2000 mayfield 2000 skull clamp was used on the patient in prone position and the head moved forward a couple of degrees rotating on the axis of the frame once the nurses hands were removed from supporting the head. Skull clamp was replaced with another unit, patient's head was repositioned in the replacement skull clamp without any movement occurring. Additional information was received on 04/02/2019 that it was confirmed that there was no patient injury as a result of this issue. Due to patient confidentiality and privacy issues, reporter was not informed of the patient's outcome. There was a 15 minute surgery delay.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the unit was received with the swivel base roll pin worn and the lock still moved after unit was lock down; needs to be replaced. The device was manufactured on 2008. This device exceeds its expected life of 7 years. The reported complaint was confirmed. The complaint was likely caused by wear and tear / improper handling. The definite root cause could not be reliably determined. Device identifier number: (B)(4).